Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 30. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, bleeding and inflammation. No further patient complications were reported.